Event description:
It was reported the patient woke up not feeling very well and having pain on the right side of his head. There was a ¿rumor¿ that the patient had been ¿messing¿ with the device the previous night and might have shut off stimulation. When the implantable neurostimulator (ins) was checked, it was found to be off. The ins was turned back on and the patient was feeling better.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v791803, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).